Event description:
Initial report: this non-serious case from (B) (6) was received from a physician on 02/10/2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree-(B) (4). This case involves a female pt who received poly-l-lactic acid therapy on (B) (6) and (B) (6) 2009, three ampules, for facial firming. No add'l treatment details were provided. On (B) (6) 2009, the pt developed local papules in the area of the zygomatic bone, at the bottom of the mouth, chin, and corners of her mouth. Relevant medical history and concomitant medication info were not mentioned. Action taken: drug withdrawn nos. Corrective treatment - yes, but not specified. Outcome -recovering/resolving. Physician/reporter causality: highly probable.